Event description:
It was reported that a pt sustained a 5.5 cm by 6.5 cm blister after a mr leg exam. The blister was located on the lateral aspect of upper right thigh toward the back but below the buttock. The leg exam consisted of 10 scans that lasted 37 minutes. The customer indicated that padding was not used during the exam despite being aware of padding requirements. The customer indicated that no padding was applied to allow the pt to fit into the magnet bore. During the course of the exam, the customer rec'd no report from the pt regarding warming sensation. Only after the exam was the customer made aware of a non-localized warming sensation. The pt reported the following day of receiving the blister. According to the customer, the pt went to the ER and was referred to the burn clinic. No further info on medical treatment was available. The pulse sequences used for the exam were 3-plane locs and fse-xl. The durations for the series were the following: 3-plane (15sec), 3-plane (16sec), fse-xl (2:44min, 4:31min, 4:27min, 3:27min, 4:46min, 3:27min, 2:45min, and 4:27min).

Manufacturer narrative:
Ge healthcare has initiated an investigation for this event.